Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had high impedance and lead fracture. It was noted that the patient fell in the bathtub. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the database analysis result of the impedance measurements revealed high values on port b (8 contacts). The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient had high impedance and lead fracture. It was noted that the patient fell in the bathtub. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that that the patient underwent a revision procedure wherein a lead was replaced. Device malfunction was suspected. The patient was doing well post-operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedance and lead fracture. It was noted that the patient fell in the bathtub. The patient will undergo a revision procedure.